Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ilio-lumbar artery using a lantern delivery microcatheter (lantern), pod packing coils (pod pcs), a 5f non-penumbra catheter, and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, two pod pcs were successfully implanted into the internal iliac artery (iia) using the lantern. While advancing the next pod pc toward the ilio-lumbar artery, it became stuck in the middle of the lantern. Therefore, the lantern and the pod pc were removed. The procedure was completed using a new lantern, the same pod pc, and an additional pod pc. There was no report of an adverse effect to the patient.